Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, loss of capture on rv lead was observed. Lead was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
Correction: upon review, the lead serial number (B)(4) should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction against the lead. Please retract manufacturer report number 2938836-2018-10325.